Manufacturer narrative:
It was reported that the ventilator failed at pre-use check (puc) - pressure transducer diff > 5cmh2o. The ventilator was investigated by our field service engineer (fse), the pressure transducer printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. Due to the lack of logs, this cannot be confirmed. The replaced part was sent for further investigation. The pcb was successfully tested in puc several times before and after ventilated with a test lung for over 72 hours without reproducing the issue in our ventilation laboratory. No abnormality was observed in the sensor's cavity. Pressure transducer pcb conveyed the pressure via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The root cause for the reported issue could not be determined. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).